Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. The system was extracted and the patient received antibiotics to resolve the issue. A new system will be implanted after the infection is cleared. There were no additional adverse effects reported.